Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer. After evaluating the instrument, the cse verified that the water tubing connections needed replacement. The cse replaced the tubing and fittings for the monthly cleaning procedure two valves. The cse performed a functional system check and the customer ran quality control. The advia centaur xp operator's guide has a warning section under performing the monthly cleaning procedure which states, "do not handle cleaning solution without wearing protective equipment, including gloves, laboratory coat, and safety glasses or protective face shield." The operator did not follow the safety instructions. The cause of the cleaning solution being splashed into the operator's eye was due to the operator not wearing protective eye gear. The cause of the splash was due to malfunction of the water tubing connection. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer contacted a siemens customer care center and stated that cleaning solution splashed into the eye of an operator while performing the monthly cleaning procedure of an advia centaur xp instrument. The operator was attempting to disconnect the water reservoir tubing when the cleaning solution splashed into her eye. The operator went to an emergency room to have her eye checked due to the cleaning solution being splashed into her eye, which contains hypochlorite. The operator was not wearing protective eye wear when the event occurred. There are no reports of adverse health consequence due to the cleaning solution being splashed into the operator's eye.

Manufacturer narrative:
The initial MDR 2432235-2017-00212 was filed on march 27, 2017. Additional information (03/29/2017): a siemens headquarters support center (hsc) specialist reviewed the service report. While a siemens customer service engineer was at the customer site, he determined that the water tubing connections had become hard and brittle and needed to be replaced. The hsc specialist stated that over time these parts may become brittle and tight due to the exposure to the cleaning solution. The hsc specialist stated that while these aging parts may not have been the cause of the exposure, replacement of these parts improved the ease of making the connections.